Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 1627487-2022-02387 and 1627487-2022-02389. It was reported the patient's drg leads migrated. The issue was confirmed via a CT scan. As a result, surgical intervention occurred wherein the leads were explanted to address the issue.

Manufacturer narrative:
A physician explanted drg leads due to lead migration was reported to abbott. No devices were returned for evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.